Manufacturer narrative:
The device remains implanted and operational with no additional observations with the replacement lead. The chronic lead was surgically abandoned and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the non boston scientific right ventricular (rv) lead was exhibiting oversensing with pacing inhibition for less than 2 consecutive seconds. The patient reported symptoms of being lightheaded and pre-syncopal, but did not loose consciousness. The patient is not pacer dependent, but has a very slow underlying rhythm. A lead revision procedure was performed to replace the lead. During the procedure the physician had experienced difficulty removing the lead from the header of the device. Once the lead was removed, on proximal ring of terminal pin, the setscrew had made a dimple in metal which could visibly be seen. A new lead was implanted successfully with no further issue of oversensing observed. There were no additional patient effects reported.